Event description:
It was reported that the insertable cardiac monitor exhibited premature battery depletion. The device was not used and no adverse consequences were reported.

Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. The device was received with low battery gauge display upon receipt. Analysis of device image and session record indicated battery voltage was above elective replacement indicator (eri) level and device had exited shipped settings one year prior the attempted implant date, consistent with low battery gauge display noted. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.